Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. A taxus liberte' stent was implanted first without difficulty. The physician went on to place a taxus liberte' 2.5x12mm drug eluting stent at a bifurcation in the left anterior descending (lad) artery. The physician was attempting to place that stent and, without any additional force, the shaft of the stent catheter broke, "because of a strong bifucation in the lad". No patient complications occurred. This product is only ous approved but it is similar to a marketed us device.